Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: "it's true that the delay was longer, as this was the second pair of forceps to fail on this operation, there were also scissors, and the surgeon ended up using single-use scissors to save money, so it was the resident who cut the wires, as there was only one trocar, which meant that the scissors had to be taken in and out as often as necessary."